Event description:
The customer reported a frozen display. Initial troubleshooting did not resolve the issue. The customer was given instructions for further troubleshooting, and was advised to call back if the issue continued. Follow up calls were made to the customer, but there was no answer. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.